Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. It was mentioned that prior to insertion into the patient a leak was noted on the sheath around the valve . The sheath was replaced with another same lot sheath, but same issue occurred with the second sheath, leak was noted around the valve. Thus, the third sheath was issued and the procedure was completed successfully. No patient complication were reported. The devices are not expected to be return for analysis as they were disposed.